Manufacturer narrative:
An outside of the united states (ous) customer contacted siemens to report a fluid leak from the waste management area of an atellica ch 930 analyzer. The customer reported that the operator had cleaned up the liquid spill without wearing proper personal protective equipment (ppe, gloves). The customer reported that the operator experienced irritation on his hands and went to an emergency room to seek treatment. The atellica solution operators guide and online help provides multiple biohazardous warning statements. A siemens customer service engineer (cse) was dispatched to the customer site to inspect the analyzer. The cse found that the red waste tubing from the gravity waste system was cracked and leaking. The cse replaced the red tubing. The cause of the leak was a cracked waste tubing. The analyzer is performing within specifications. No further evaluation of this analyzer is needed.

Event description:
The customer contacted siemens to report a fluid leak from the waste management area of an atellica ch 930 analyzer. The customer reported that the operator of the analyzer had cleaned up the liquid spill without wearing proper personal protective equipment (ppe, gloves). There are no reports of discordant test results or a delay in testing due to the event. There are no reports of slips, trips or falls due to the event.